Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The pump was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the right cylinder. All components were explanted and replaced. There were no patient complications reported.